Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports that while using the defib pads on a (B)(6) female in v fib v-tach at approximately 9:15am on (B)(6) 2013, the philips heart start mrx machine showed a message that no shock was delivered; however, the staff knows a shock was delivered to the patient. The staff knew that the shock was delivered because they could see the break on the strip and the patient's body jumped. The hospital staff applied a second set of the same defib pads to the patient and received the same message. The customer confirmed that a shock was delivered with both sets of pads. Two different philips heart start mrx machines were used on this patient, both giving the same message. The patient expired 12 minutes after applying the second set of pads. The covidien 1210h meditrace electrodes are currently still on the patient's body. The hospital staff stated that the patient had a number of pre-existing conditions.